Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the battery was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that went black. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator had a screen that went black. An engineer from the equipment department arrived on-site and found that the power had been excessively discharged, lowering the supply voltage. The engineer unplugged the power cord and advised the department to replace the battery. This investigation is ongoing.